Event description:
New information reported the patient was stable post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a suspected infection. It was believed the infection was caused by a hematoma that developed after system implant. The pacemaker and leads were removed. No further information was available.